Event description:
It was reported that during a hysterectomy - benign procedure, prior to starting on the da vinci system, an issue occurred with universal surgical manipulator 1 where system logs indicated a primary and secondary sensor failure on the vertical axis. Technical support guided the customer to move the setup joint (suj) to the mid position and perform a hard power cycle; although the system started up, it faulted again shortly after, leading to the cancellation of scheduled cases. The procedure was aborted with no patient involvement and there was no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported 23072 error and replaced the set-up joint (suj) 1 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis of the returned suj is currently in progress. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings).

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the set-up joint (suj) 1 for failure analysis investigation. The instrument was analyzed and error 23072 was confirmed indicating the suj reported excessive error between primary and secondary setup joint readings. Installed the suj onto a golden system where error 23072 was replicate on startup. Aba tested the proximal cable and verified it to be the source of the fault. After testing was complete, visual inspection found no issues related to the reported event. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
Refer to h11 for follow-up information.